Event description:
Adverse events: retinal dry out and visual defects (retina, degeneration of). (Visual disturbances). Product problems: the surgeon stated she was not sure any alcon product contributed to the visual defects. (No known device problem). The surgeon reported superior nasal visual defects and one 'retinal dry out' were noted post operatively. The visual defects are occurring in pts that include air/fluid exchange with the 23 gauge infusion cannula. Add'l info received from the surgeon stated that beginning in (B) (6) 2009 she began using a humidified chamber during partial air/fluid/gas exchange. The surgeon stated she did forget to use the humidified chamber on the pt that had the 'retinal dry out'. This case did take longer than usual to complete. The surgeon also notes that she has done about 40-50 of these cases. Six of which have noted superior nasal visual field defects post-operatively. The surgeon stated she was not sure any alcon product contributed to the visual defects. Multiple attempts were made for pt status with no response to date.

Manufacturer narrative:
The facility did not request service. No samples were received for eval. The root cause cannot be determined in this investigation. (B) (4). (B) (4).